Event description:
Korea. Allegedly, a rupture on the right breast was identified in a patient who underwent an augmentation mammoplasty in (B)(6) 2024. A revision surgery was performed (sn: (B)(6)).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture.